Event description:
Upon MFR review of the published literature "vagus nerve stimulation (vns) improves seizure control for over five years" it was noted that two pts had increased seizures. An additional MDR will be submitted for the other patient. All attempts to the reporter for additional info have been unsuccessful to date.

Manufacturer narrative:
Article citation: proceeding of the 150th meeting of the society of british neurological surgeons, british journal of neurosurgery, 2007; vagus nerve stimulation (vns) improves seizure control for over five years, 21:2, 134-135; tawari, gj, et al. See scanned pages.